Manufacturer narrative:
Clinical evaluation performed by clinical affairs department few days after primary cementless tka an infection occurs and, when confirmed, a one-stage revision is performed. The cause for the failure of previous surgery should not be sought in a defective device. Batch review performed on 17 july 2024. Lot 2238286: (B)(4) items manufactured and released on 11-nov-2022. Expiration date: 2027-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved in the event: not registered in us - gmk-sphere 02.12.1026l femoral component sphere cementless size 6+ l lot 2243883: (B)(4) items manufactured and released on 01-mar-2023. Expiration date: 2028-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0617fl tibial insert fixed sphere flex size 6/17 mm l (k121416) lot 2337610: (B)(4) items manufactured and released on 16-oct-2023. Expiration date: 2028-09-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery at about 12 days from primary for knee infection. Staphylococcal infection. All devices were revised successfully.